Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the needle of the gauge was at 0 atm. A functional evaluation was performed and when an attempt was made to pressurize the device to 10atm for 30 seconds, the gauge needle would not move from 0atm. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the preparation, upon checking the syringe by pulling back on the plunger it was noticed that the gauge did not move. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the preparation, upon checking the syringe by pulling back on the plunger it was noticed that the gauge did not move. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event.